Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed the calibration for an error 80 for not cooling expected 6 actual 29.88. Arctic sun device had a failed mixing pump and due for 2000 preventive maintenance service. Per sample evaluation, it was reported that the power inlet module and cca ca card in the arctic sun device showed signs of electrical stress. The cca ca card and power inlet module were replaced, under warranty.

Event description:
It was reported that the arctic sun device failed the calibration for an error 80 for not cooling expected 6 actual 29.88. Arctic sun device had a failed mixing pump and due for 2000 preventive maintenance service. Per sample evaluation, it was reported that the power inlet module and cca ca card in the arctic sun device showed signs of electrical stress. The cca ca card and power inlet module were replaced, under warranty.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed. It was concluded that the following was the root cause: supplier ¿ root cause; inadequate verification and validation activities of the crimping process ; single pull test did not provide stability of process ; evidence was not provided when requested for maintenance of records or crimp tools; no crimp cross-sections provided. The device was evaluated upon receipt. The power inlet module and cca ca card shows signs on electrical stress. The cca ca card and power inlet model were replaced during the 2k preventive maintenance (pm). The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The device history record review was not performed. Labeling review is not required because labeling could not have prevented this issue. Corrections: g, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected